Event description:
This is the event report by hospital staff that biomed sent to us. I put unknown for regulatory because biomed does not know that at this time. He will try to get more information. Last pm on this device was (B)(6) 2022. Responded to ticu 19 upon medical emergency call at 1203 5.29.2023. Nursing staff saw patient "brady down" on the monitor immediately and flat line. They were in the room in less than 30 seconds to initiate code call and CPR per ticu staff. Code team completed 1 round of CPR with a dose of epinephrine given with return of pulse. During the code rt attempted to recalibrate a component of the vent because an error was revealing "loss of peep." This did not result in functional vent status therefore, the vent was removed and replaced with a new vent. During the time the patient was receiving bagged oxygenation to ensure perfusion. Post code evaluation with rt, provider, rrt and code team determined likely cause of asystole event was catastrophic vent failure. Vent #46 hamilton g5-3000-69346 was removed from use and circulation. This vent was walked to biomed by ticu staff for further assessment. The patient's family was notified at 1221 and documented in the chart by the provider. The aoc, risk management director on call and nursing director on call were notified of this event as well. Rt and rrt both committed to completing safety events on this case. Rt called to bedside due to vent alarming. Vent was alarming disconnection and loss of peep. Rt checked connections(all tight) and very shortly after the patient bradied down. Rt grabbed ambu bag and bagged patient on 100% fio2. Compressions started by nursing staff. After rosc rt attempted to reconnect vent where it continued to alarm and was not ventilating. Ventilator was switched out and faulty vent was send to biomed. Patient placed back on same settings as prior to me.